Event description:
It was reported the patient developed an infection. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The product was not returned to the manufacturer. Product ID (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013; product ID 2872, implanted: (B)(6) 2011, explanted: (B)(6) 2013; product ID (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013; product ID (B)(4), implanted: (B)(6) 2006,explanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.